Manufacturer narrative:
The filter was placed in the renal vein. There was no filter migration. The filter was observed severely deformed. After this, an additional filter of unknown brand was delivered from the femoral vein and placed at the below renal vein and the procedure was completed. The physician indicated that the thrombus had been observed at the renal vein even before the placement of the optease filter. Suction of the thrombus was attempted prior to the filter placement, but the removal of the thrombus could not be done as it was sticking to the vessel. There was a large or excessive thrombus load. There was no calcification or vessel tortuosity and the rate of stenosis was 0%. There was no acute bends or tortuosity in the access vasculature. The filter was never in an acute or tortuosity in the access vasculature. Additional information will be submitted within 30 days from receipt.

Manufacturer narrative:
While attempting to deploy a filter in the inferior vena cava via a right brachial vein approach it was reported that the filter pre-maturely deployed. The indication for filter insertion was deep vein thrombosis (dvt) and the extent of the large thrombus load was just below the renal vein. Suction of the thrombus was attempted prior to filter placement, but removal of the thrombus could not be done as it was sticking to the vessel. As thrombus was observed at the renal vein, the sheath introducer for the optease was unable to advance into the inferior vena cava for proper filter placement. The physician pushed the filter to the distal end of the sheath introducer and then attempted to advance it further causing the filter to prematurely deploy with its hook becoming caught at the right ostial renal vein. The filter with the sheath introducer were able to be pulled back to the subclavian vein, however, the filter completely deployed unintentionally and migrated into the right atrium. The filter was hooked by a snare catheter from the femoral vein and pulled to the renal vein where it remains. At this time the filter was observed severely deformed. An additional filter of unknown brand was delivered from the femoral vein and placed below the renal vein and the procedure was completed. There was no calcification or vessel tortuosity and the rate of stenosis was 0%. There was no acute bends or tortuosity in the access vasculature. The filter was never in an acute bend in the delivery tube while it was out of the storage tube. Films of the procedure are not available. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15136762 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. No excursions were found for lot 15136762. Manufacturing records for lot 15136762 were reviewed and product met all quality requirements for product acceptance. A DHR review was requested to nitinol devices & components (ndc), for part number: (B)(4) and filter lot numbers 516572 and 5146571; and the results indicate that the filter shipped meets specified release requirements. Please refer to attachment "ndc results" under attachments section. The lot 15136772 investigation was performed under (B)(4). With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics, operational context of the device and procedural factors may have contributed to the reported event.

Event description:
The information received indicated that implantation of an optease filter was being performed in the inferior vena cava. The indication for filter insertion was deep vein thrombosis (dvt). The extent of the dvt was just below the renal vein. Optease filter placement was attempted from the right brachial vein. As thrombus was observed at the renal vein, the sheath introducer for the optease was unable to be advanced any further. The filter was pushed up to the distal end of the sheath introducer. When attempted to advance it further, the filter was prematurely deployed and its hook was caught at the right ostial renal vein. Although the filter with the sheath introducer were managed to be pulled back to the subclavian vein, the filter was completely deployed and migrated into the right atrium. The filter deployed while attempting to pull back the filter, it was released at around the subclavian vein. The filter was deployed in the subclavian unintentionally. The filter was not deployed supra renal, because it could not be advanced/delivered any further distal from the renal vein. The filter was hooked by a snare catheter from the femoral vein and pulled up to the renal vein and then placed at this place.